Event description:
The patient later reported that everything was fine until a month ago when he went through a security device with his implant on and from that day on was when he started having issues with therapy effect. The patient stated that he was also in a hospital environment for unrelated reasons. It was reported that patient was trying to make adjustment about 2 weeks ago and noted at time power on reset (por) was seen. It was noted that patient was recently had emi environmental exposure in the hospital environment and security gates/theft detectors. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.